Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages her diabetes with insulin. The patient reportedly continued to administer her usual dose of lantus insulin (20 units). On the afternoon of (B)(6) 2013, the patient claimed she had symptoms of nausea, vomiting, shaking and sweat. The patient took food and/ or drank a beverage as treatment. The patient did not test her blood glucose with another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The batteries were recently replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.